Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown issue occurred that caused the estimated glucose values (egv) to stop displaying. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The complaint confirmation was confirmed by the finding of signal loss via data. A root cause could not be determined via data.